Event description:
It was reported that "when device was plugged in to console the screen read it could hurt a patient". This is a bias current message that was displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No patient involvement, no medical intervention, and no adverse consequences were reported.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that "when device was plugged in to console the screen read it could hurt a patient". This is a bias current message that was displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No patient involvement, no medical intervention, and no adverse consequences were reported.